Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a combined initial and final report.

Event description:
It was reported that a sudden change in sound quality and speech perception with the device were perceived. These symptoms got worse over the course of a few days until the patient stopped using the device. In situ testing showed that the device had malfunctioned. The patient was re-implanted on (B)(6) 2017. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.